Event description:
Alleged the weld that connects the caster tube to the base frame is broken at the left foot end of the bed. A patient was in the bed, but was not injured.

Manufacturer narrative:
The facility replaced the base frame to repair the bed.